Event description:
A us dist returned an electrode belt indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the trunk cable was pulled from the strain relief. Upon eval the hex crimp ferrule connector was detached from the j702 connector inside the distribution node (dn). The cause of the inability to communicate is the damaged connector. The cause of the damaged connector is the pulled cable. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.